Manufacturer narrative:
The t:slim user guide states: humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (reaching 400 mg/dl). The customer did not think the pump was delivering a bolus properly. High bg was addressed with a corrective bolus, insulin injections and a high temporary basal rate. A pump system check was performed and no device issues were identified. However, the customer thought the issue was with the pump motor. Reportedly, the customer, at times, used humalog in the cartridge for 3 days instead of the labeled 48 hours. The customer reverted to using insulin injections for insulin therapy.